Event description:
It was reported that during an implant procedure the physician had difficulty implanting the atrial lead. Five days post implant the patient complained of nausea and discomfort. A chest x-ray was done which indicated cardiac tamponade. The patient was taken to cath lab for pericardiocentesis. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 6935m62 lead 2014-(B)(6), 429888 lead 2014-(B)(6). (B)(4)

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.